Event description:
As reported by the user facility through medwatch: patient complained that she developed an allergic reaction or an infection. What was the original intended procedure? Injection of iodine for a CT scan. Mw number (B)(4). Reference manufacturer report 9610825-2014-00045.